Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic lar. While being applied to the colon, the stapler was unable to fire. The surgeon was unable to press the green button or squeeze the handle. They replaced with a new stapler to complete the case. The patient was alive with no injury.